Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. Additional information received through follow-up with the customer confirmed that the customer has declined to perform any additional repairs to address the dim display for this unit as the unit is otherwise fully functional. This issue is related to the display only and does not affect the functionality of the vent. The customer has declined to perform any additional repairs to address the dim display. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.